Event description:
The clinician reports that the day the implant was placed in ada 19 of the patient's mouth, failure occurred upon insertion. Primary stability not achieved. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.